Manufacturer narrative:
The device was not returned to resmed. The reporting customer was not with the device at the time of the event and therefore could not provide detail on the alleged triggered alarm. A resmed product specialist recommended the customer visit the patient and investigate the device logs to determine and diagnose the reported alarm. The customer communicated understanding and stated she would contact resmed if additional information was obtained. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while an astral device was being configured for patient use, it triggered an alarm and turned off. The device was not in use when the fault occurred, therefore, there was no patient involvement.